Event description:
Issue with anesthesiologist doing a spinal anesthesia epidural and the drug effect wearing off much quicker than expected (roughly 15minutes) kit that was used - bd spinal anesthesia tray ¿ two affected lot numbers pulled 0001611047, 0001611153, and 0001623325. Within these kits, there is marcaine spinal drug that is used for the epidural. The lot of these products is lp8046 and gy7953. Reference report: mw5172339.